Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed low battery, power loss alarm, and replace battery replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery, power loss alarm, and replace battery now alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. Customer went through several batteries and pump will not work. The patient¿s blood glucose level was 308 mg/dl at the time of the incident and treated high blood glucose with the shot and declined troubleshooting for it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.